Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced on going, intermittent elevated blood glucose (bg >600 mg/dl) with intermittent ketone levels (trace to high). Elevated bg was addressed by changing the infusion set site was changed and administering insulin injections. As the events occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.